Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 451 mg/dl, 23 mg/dl, and 93 mg/dl; 356 mg/dl and 45 mg/dl. The reported values were obtained on different days. No adverse event reported. Requested return of suspect device and replacement was sent.